Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited persistent dislodgement due to tricuspid valve regurgitation. The implant procedure was aborted. No further patient complications have been reported as a result of this event.